Event description:
The customer reported that after a system upgrade, the orientation of the measurement chambers were inverted and they alleged this could lead to increase pt dose. The system was operational in manual mode.

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (B)(4).